Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump audio beep was not going off even when it showed it was turned on. Customer's blood glucose value was 20 mg/dl at the time of the incident. The customer did not provide details regarding symptoms and treatment of low blood glucose. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Hardware low level failures error confirmed in the device history and during self test due to broken trace.